Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators advisory population, exhibited a decline in monitoring voltage and an increase in charge times from one follow up appointment to the next that was concerning to the health care provider. No adverse patient effects were reported. Technical services advised completing a save to disk for engineering analysis to rule out premature battery depletion. This will be completed at the patient's next scheduled follow up appointment. This ICD remains implanted. Additional information indicated that this device was explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.